Event description:
As reported: blood egress when dilator removed after insertion.

Event description:
Updated information received from the customer on 13-dec-2018 confirmed that this event was a duplicate of MDR 2183787-2018-00079 (B)(4).